Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported by the physician that following a pre-insertion angiogram, a 6f angio-seal vip was deployed in the right femoral arteriotomy. Two weeks later, the pt returned to his office and complained of leg pain. An ultrasound of the right common femoral artery (rcfa) showed a 70% stenosis at the puncture site. The physician conferred with a radiologist and the pt was scheduled for a planned surgical repair to the right femoral artery.